Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Clinical adverse event received for jak2 essential thrombocythemia. Treatment/impact: hospitalization (initial or prolonged), readmitted to hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).